Event description:
Boston scientific-target was initially notified that the gdc 10-3d 3d-shape synerg detection circuit could not be released from the catheter. Upon evaluation of the device on december 9, 2002, it was found that the main coil was broken at 9-mm from the main jucnction; therefore, this complaint became a reportable event. Additional information has been requested through a company representative. The patient's condition was not affected by this event.